Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed the main keypad assembly and observed increased resistance of the shock switch. This caused one out of five shock attempts to fail and log an event code in the device's memory and cause the "disarm" message.

Event description:
The customer contacted physio-control to report that the buttons on their device were not working. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that the buttons on their device were not working. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Event description:
The customer contacted physio-control to report that the buttons on their device were not working. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.